Manufacturer narrative:
This supplemental report is being submitted to provide the results of evaluation and the legal manufacturer's final investigation.   Correction on fields: d9, e1 (title) and g2 (health professional was inadvertently omitted in intial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   The device was returned to olympus for inspection, and the customer's malfunction was confirmed.  Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the intermittent blinking of the front panel's light emitting diodes and indicators is attributable to a failure in the power unit. The event can be prevented by adhering to the general preventive guideline which states: ensure proper power condition at site (proper grounding & no voltage fluctuation). Equipment to be placed in proper ventilated area for heat dissipation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source front panel was blinking. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.